Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 365 laser fiber was used during a tul procedure in the urinary tract performed on (B)(6) 2018. Reportedly, a holmium vps laser unit was used. According to the complainant, during procedure and inside the patient, an unusual sound was heard on the laser during use. The laser fiber was checked with an inspection scope and it was noted that a part of it had become black. The fiber was suspected to be broken. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
One flexiva 365 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. There was no damage along the body of the fiber. The investigator was unable to examine the fiber face within the sma connector because light was unable to travel to the fiber face to illuminate it, this indicated that the fiber was broken within connector.the noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 365 laser fiber was used during a tul procedure in the urinary tract performed on (B)(6) 2018. Reportedly, a holmium vps laser unit was used. According to the complainant, during procedure and inside the patient, an unusual sound was heard on the laser during use. The laser fiber was checked with an inspection scope and it was noted that a part of it had become black. The fiber was suspected to be broken. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event.